Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) a field service engineer (fse) followed-up with the customer over-the-phone and agreed to ship a sample needle assembly. The customer installed the sample needle assembly, which resolved the reported high total area. The instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) through (B)(6). There two (2) similar complaints for were identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states that results will not be reported if the total area (ta) is <500. Results will not be reported if the ta is >4000. The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 5, maintenance procedures, 5.10 - sampling needle replacement, provides step-by-step instructions on replacement of the sampling needle assembly. The most likely cause of the reported total area on patient samples was due to a defective sample needle assembly.

Event description:
On (B)(6) a customer reported getting sporadic high total areas flags on patient samples on the g8 instrument. The customer reported quality controls are within acceptable range; the issue is only seen on patient samples. In one instance the patient sample did not report out an hba1c result and had a total area of 4100, then 2182 upon repeat (optimal total area is in the range of 700-3000). The customer is unable to run patient samples on hba1c. On (B)(6) a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a